Event description:
It was reported that an arteriotomy closure of a common femoral artery was thought to be successful using a starclose se device after an unspecified procedure. Reportedly, after the patient was to leave the recovery room, the access site began to bleed, requiring manual arterial compression to achieve hemostasis. The physician stated "the clip popped off"; however, declined to explain the statement. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The observed failure to achieve hemostasis after clip deployment can be influenced by, but is not limited to the manufacturing of the device, user technique and/or tissue conditions. The device lot is subjected to destructive testing as part of lot acceptance. All released lots met lot acceptance specifications, verifying the quality of the lot build. It was reported the clip was successfully delivered and sometime after the delivery when the patient arose, bleeding continued. There is indication the clip achieved hemostasis initially. There is no indication of a manufacturing deficiency. There does not appear to be a manufacturing influence to the reported experience. The starclose se instructions for use (IFU) provides the optimal procedure to ensure the successful delivery of the clip. The user was reportedly trained in the use of the starclose device. There is no information of a user technique influence on the reported experience. The IFU also states within the procedures in certain anatomical conditions the device should not be used, such as resistance when the cause is unknown. Anatomical conditions can interfere with the deployment process and prevent successful closure by the clip. It was reported that initial hemostasis was achieved and bleeding started sometime after when the patient moved to leave. There may have been undue stress placed at the access site to break the seal from the clip, but this could not be confirmed. There was no reported information of vessel conditions to aid in evaluation. There was no patient information provided that could confirm or negate the anatomical condition influence. The evaluation could not conclude that manufacturing, user technique, or anatomical conditions influenced the reported experience. The cause of this incident cannot be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.